Event description:
It was reported that after a trochanteric fixation nail was implanted on (B)(6), 2014 was cutting into femoral head causing patient pain because the helical blade was too long. The surgeon removed the long helical blade and replaced with a shorter helical blade. The procedure was successful with no reported patient harm or delays in surgery. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name: hwc. A review of the device history record revealed no complaint related anomalies. The device history record shows lot# 76547479 of 11.0 mm ti helical blades was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot (7165083) met all specifications with no anomalies noted. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.